Event description:
It was reported that the device was unable to be interrogated and a surface electrocardiogram was not getting a magnet response. It was noted that the physician was aware of this behavior approximately two months ago; however, the patient¿s underlying rate was a sinus rhythm ¿in the 60¿s¿ so no intervention was done at the time. The device was explanted and replaced. No patient complications have been reported as a result of this event.